Event description:
Information received indicates that sometime after surgery to implant the product, bleeding was noted. The patient was found unconscious at the facility. There was a re-operation and conventional sutures were used to repair the anastomosis. The surgeon stated the wrong size product may have been implanted and incorrect surgical technique may also have contributed to the event. No subsequent patient complication has been reported.